Event description:
Per the audiologist, the patient's device was explanted in 2008, due to an infection and the extrusion of the device. Reimplantation plans had not been provided at the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.